Manufacturer narrative:
The customer¿s report of a tubing leak during a syringe flush was confirmed. Visual inspection of the set showed no discernible damage or anomalies. Functional testing confirmed leaking from where the tubing is bonded into the base of the female luer. Microscopic examination of the leak site revealed two small, side-by-side tears/slits in the tubing. The cause of the leak was 2 small tears/slits in the tubing just below the base of the female luer. The cause of the damage to the tubing was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn noted leaking from the t-connector tubing on the max-zero end while being flushed. The t-connector and piv dressing were changed with no further issues. There was no patient harm.